Event description:
A us distributor reported that a monitor will not power up.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power on) has been confirmed. As received, the monitor was unable to power on. Multiple components on the computer/analog pca were damaged. The cause for the damage was isolated to a shorted +5.4v power supply on the computer/analog pca, resulting in thermal damage. The root cause for the shorted power supply could not be positively identified. No adverse event resulted from the damaged monitor.